Event description:
It was reported that this patient had a suspected right ventricular lead perforation that was confirmed through a CT scan. The patient experienced a subsequent pericardial effusion with drain placed. This lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.